Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error message occurred when the user attempted to load a cartridge. Additionally, a minimum fill message occurred after the cartridge was filled with 150 units. The user¿s blood glucose level was in the low 200's (mg/dl) and the user stated that they were stable. The user successfully loaded a new cartridge and resumed insulin delivery.